Manufacturer narrative:
This is in response to a voluntary medwatch submitted by a user facility. Device has been explanted and given to the pt; therefore, product eval is not possible. A DHR review and a query of the complaint database were conducted in the course of this investigation, which did not contribute any additional information to the investigation. Unable to determine the cause of the event.

Event description:
Date of surgery: 2005. It was reported that a pt underwent a spinal fusion with implantation at the l5-s1 levels. Pt began complaining of back pain with right lower extremity pain. Approx six months post-op, the pt underwent revision surgery for an unknown reason. Reports doing well for a few months following surgery; now complains of back pain and left lower extremity pain to the s1 distribution level. The pt was scheduled to have an exploratory surgery. During the procedure, a fractured screw was removed and replaced. No pt complications were reported.